Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was 300 mg/dl and a bolus was delivered to address bg. Pump system check was performed with tandem technical support and pump was found to be functioning properly. However, customer was not confident in the pump. Customer continued to use pump for insulin therapy.